Manufacturer narrative:
On initial MDR the event outcome mentioned as reportable malfunction an error. It should have been other medically significant event original MDR. On initial MDR the concomitant products company cartridge and unspecified ovd reported as an error. A qualified cartridge was used. The handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The product has not returned. It is unknown if a qualified handpiece and viscoelastic were used. The IFU (instruction for use) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that during implantation the capsular bag was ruptured.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that one of the haptics was broke during an intraocular lens (iol) implantation. The patient was extremely demanding and unfortunately didn't met the expectations. In the post-surgical examinations it was found that the iol was decentralized and that it will be necessary to perform the replacement. Additional information has been requested.